Event description:
A colonoscopy was performed with scope and upon withdrawing scope, awhite out of almost half the field of view at times was noted. Troubleshooting, light adjustments were made and offered to change to different colonoscope, but the doctor declined and terminated procedure. The doctor noted in progress notes, "suboptimal incomplete study due to colonoscope malfunction causing very poor visibility and blue fog like overlapping on the screen with complete blurring of the picture several times." Pentax representative was contacted and notified of problem with scope. He indicated that colonoscope may have encountered "fluid invasion." Colonoscope was taken out of service until problem can be determined.